Manufacturer narrative:
(B)(4). Concomitant medical products: 148308, bmt splined knee stm v2 18x80, 978960, 141205, biomet tibial locking bar, 516520, 148321, bmt splined knee stm v2 18x120, 661140, 141491, offset tib tray 5.0mm adaptor, 221940, 184204, vngd dist fem aug 65x10 ll/rm, 747090, 184184, vngd dist fem aug 65x10 rl/lm, 046490, 141763, biomet tib block 10mm 71, 222670, 183888, vngd ssk psc tib brg 18x71/75, 933040, 183304, vngd ssk intlk fmrl 65 rt, 220670. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03531, 0001825034 - 2018 - 03532, 0001825034 - 2018 - 03533, 0001825034 - 2018 - 03534, 0001825034 - 2018 - 03535, 0001825034 - 2018 - 03536, 0001825034 - 2018 - 03537, 0001825034 - 2018 - 03530, 0001825034 - 2018 - 03539. Product location unknown.

Event description:
It was reported that a patient underwent a right knee procedure. Subsequently the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.